Event description:
It was reported to MFR by dealer, per the dealer, the facility uses 4 of our lifters and was concerned about having them serviced. He was not the dealer who sold them the lifts, but does other services for the facility, and was willing to help out. The lifters are of various ages and they could only give us s/n for two of their four lifts. First lift older c-hla had the threaded stud in the bottom of the jack fall out when the lifter was in use, causing a student to fall, student was not injured he apparently fell onto a padded mat. [This lift was not in the recall time frame, however, jack will be replaced]. Second lift the hml400 with jack is in the recall time frame. This lift did not have any failure associated with it. The other two lifts, the dealer will be checking on, and will get back with us on the s/n's and models. Manufacturer has replaced one jack and issued RMA for return and evaluation. In addition we are in the process of replacing the other three jacks as well.